Event description:
This device was explanted due to eri and eri related pacing mode switch delay. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated revealing the eri battery status which was activated properly on october 06, 2022. The battery condition and current consumption were found to be normal and as expected. In general, in eri mode the pacemaker switches from a programmed dual-chamber mode to a single chamber pacing and the pacing rate decreases by 11 percent. However, the device data documented that the pacemaker was re-programmed to an aai mode on november 11, 2022. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.